Event description:
It was reported on the device's standard paddles, the "adult electrode" became damaged and was not making good contact. There was no pt use associated with this event.

Manufacturer narrative:
The hospital's biomedical engineer confirmed that the locking mechanism between the paddles and plates was broken. Physico-control provided customer with the part number and price for a replacement plate to restore proper device operation. The replaced plate will not be returned to physio-control for the eval. The root cause of the reported failure cannot be determined.